Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange being performed in response to an alarm was confirmed via the log files. The provided log file from the patient¿s primary system controller, serial number (B)(6), contained data spanning approximately 1 day (18sep2023 ¿ 19sep2023). The pump maintained speeds above the low speed limit while connected to the driveline. The patient was observed to have connected to the mobile power unit (mpu) on 18sep2023. Approximately 5 minutes later, a low voltage advisory alarm was observed while mpu power was in use. The alarm appeared to have been caused by the voltage in both cables dropping below the alarm threshold to specific values. These events are consistent with the system controller¿s power cables being incorrectly connected to the opposite connectors on the mpu patient cable (black controller cable was connected to the mpu¿s white power connector and vice versa). The patient¿s driveline was observed to have been disconnected shortly after this alarm, stopping the pump, consistent with the reported controller exchange. No other notable events were observed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended, and atypical events were unable to be reproduced throughout all testing. The root cause of the observed alarm in the log file leading up the patient performing a controller exchange will be addressed via the mpu¿s investigation, and the system controller was unable to be correlated to the cause of the alarm. Furthermore, patients are not prompted to perform a controller exchange in response to a low voltage advisory alarm or without the aid of a trained, competent caregiver. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G, section 3 ¿ ¿powering the system¿) and heartmate 3 patient handbook (rev. G, section 3 ¿ ¿powering the system¿) explains the various ways to power the heartmate 3 lvas and how to properly exchange power sources, including the mpu, and states to connect the white power cable to the white connector and the black power cable to the black connector. The heartmate 3 patient handbook (rev. G, section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to respond to alarms that sound from their system controller, including low voltage alarms. Promptly connect the controller to a working or different power source or ensure the power cables are connected correctly, white-to-white and black-to-black. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an alarm during the night and decided to exchange their controller. It was not possible for the patient to reconnect on the new controller. The patient passed away. Pump MFR # 2916596-2023-07021. Controller (difficulty connecting) MFR # 2916596-2023-07023. Modular cable MFR # 2916596-2023-07024.